Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) due to atrial fibrillation (af) with rapid ventricular response. Follow up with the physician's office indicated that the patient was admitted to the hospital and started on a medication. The device remains in use. No further patient complications have been reported as a result of this event.